Manufacturer narrative:
Reporter first name:(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was automatically going to service mode. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that a defective som pca (printed circuit assembly) was causing the machine to automatically enter service mode. To resolve the issue, the dfm100 som pca assembly (453564489051) was replaced. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective som pca. The root cause of which could not be determined. The reported problem is confirmed.